Event description:
It was reported that the zoom drove backwards when user was driving pushing handles to drive forward. It was further reported that the base of device impacted users ankle causing cut/bruising. Further information regarding treatment was unable to be obtained.

Manufacturer narrative:
Treatment information was unable to be obtained from customer.

Event description:
It was reported that the zoom drove backwards when user was driving pushing handles to drive forward. It was further reported that the base of device impacted users ankle causing cut/bruising. Attempts are being made to gather additional injury and treatment details from the user facility.